Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on mid-section stent struts with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the tip showed no signs of damage. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. Balloon functional testing was performed during analysis. Using a hand-held encore inflation device an attempt was made to inflate the balloon at rated burst pressure of 16 atmospheres, the balloon inflated without issues and deflated within 6 seconds. Deflation time is within specification as per instructions. The stent deployed with no issues. The inflation device verified before and after test using druck pressure gage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jul2021. It was reported that stent deployment failure occurred. The 3.25mm x 30mm target lesion was located in the mildly tortuous and severely calcified middle section of the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but stent failed to completely expand and it could not dilate the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.